Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 150 mg/dl. The customer stated that she had changed her insulin pump and insertion site 3 times in less than 3 days. She stated that she was not getting insulin. She was unsure of the cause of the issue, stating that she observed insulin when she pulled out the sticky tape of the infusion set. She noted that it was wet at the site, indicating a possible leak. She reported that the cannula was in the body and not kinked up. No bent cannula was observed. She stated that she was unable to troubleshoot at the time of the call, as she had already removed the infusion set. She declined to return the supplies for analysis and was advised to perform a complete infusion set, reservoir and insulin change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.